Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution administration sets have filters that continue to drain while the roller clamps are fully closed. This event happened prior to patient use. There was no patient involvement. No additional information is available.